Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was being used for air transport in an airplane at 38,000 ft. The pump alarmed system over temperature, made a high pitched tone and stopped pumping. Hand held fans used to cool off cardiosave unit. Ten minutes elapsed with patient supported by manual inflation procedure. Then provider was able to turn unit back on and it functioned appropriately. No harm reported to patient.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse inspected all internal components for signs of failure or obstruction which would cause low vacuum/over temp issue and replaced vacuum and pressure filters to ensure no obstruction in either line. The fse then performed full calibration, functional testing and safety checks. The unit passed all functional and safety tests per factory specifications and it was returned to the customer and cleared for clinical use.

Event description:
N/a.